Event description:
A power source alert 07 was reported by the caller. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by using a third-party wall adapter, which allowed the pump to begin charging, and no further assistance was required.